Event description:
An employee noticed that this flowmeter was just about to break in the same fashion as the four previous flowmeters. It was immediately removed from service. This fifth flowmeter represents a full 50% breakage of this flowmeters which were purchased 12/13/1996.